Event description:
The defibrillator woke the patient up from sleep beeping. It did not discharge. She has not been aware of any tachy palpitations or dizziness. Interrogation of the lead showed increased impedance at 1008. The impedance was 500 at the time of implantation. The patient was discharged in good condition with good defibrillator test results.======================manufacturer response for defibrillator lead, fidelis (per site reporter).======================known event type - cause of recall.